Event description:
It was reported that (1) atw45 was used during an lavh procedure. It was reported by the rep that the cutter laid rows of staples did not cut. Another device was used to complete the case. There was no consequence to the pt.